Event description:
Physician reported lead was not sensing p waves and no capture at max outputs. Chest x-ray showed lead dislodgement, and physician replaced lead with an active fixation lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.